Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a male patient two days prior, (patient weight is unknown). Eleven (11) injections were attempted, four (4) of those injections were reported as leakage failure, with a total of 2.2cc of enteryx solution. Seven (7) injections were successfully delivered with a total of 7.2cc of enteryx solution. All injections were intramuscular, none were submucosal. According to the complainant, the patient experienced painful swallowing and severe chest pain the next day. The patient was treated with medication (tylenol #3) for one week post procedure. Patient chest pain was resolved after one week and no longer requires tylenol, but in on an antibiotic.

Manufacturer narrative:
The device remains implanted in the patient, therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Device remains implanted in patient.